Event description:
It was reported that during an edg with esophageal dilation procedure, while retrieving the instrument through the ring of the esophagus stricture, it broke. The pieces were retrieved. There was some bleeding noted. They could not visualize under the side. There was no need to open a new device. The instrument is being held with risk management. Additional information from the account: contact indicated that the device had crossed the stricture, she is unsure if the device was being inserted further or being removed when approximately 9 1/2 inches from the tip where the band is, the device separated. No further patient information is known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): weld joint. The weld joint failure on s/n (B)(4), was duplicated successfully using shafts of the same length. The failure mode can successfully be turned on using short shafts and turned off using shafts within the acceptable parameters. Based on this, root cause has been identifed as the weld seam not being located within the outer busing window (weld jaw heat zone) at the time of welding resulting in a defective weld.